Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen 1,000 mcg/ml at 100 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient experienced a collection of fluid at the back incision site and an increase in muscle spasms. There were no factors associated with the event. No troubleshooting was completed. The patient was taken to the operating room (or) on (B)(6) 2016 and the patient's healthcare professional opened up the back incision to inspect the catheter connection. The catheter connection was found intact with a small fluid collection. The healthcare professional found a slight kink in the catheter at the entry site. There was cerebrospinal fluid (csf) flow from the catheter when disconnected from the pump/catheter segment. The healthcare professional wanted to implant a new catheter, so both catheter segments were explanted on (B)(6) 2016. The issue was resolved at the time of report. The event date was approximately (B)(6) 2016. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.